Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited failure to capture competitive atrial pacing (cap) and inappropriate automatic mode switch (ams). No intervention was reported. There were no patient consequences.